Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the foreign material could not be determined. However, for the imaging failure and error code, it is believed that prolonged fatigue ultimately leading to component failure caused the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a noise in the image. Additionally, a b30 error code was present along with dirt in the scope connector. There was no patient involvement.